Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they insulin pump had alleging possible pump under delivery. The customer's blood glucose at the time of incident was 320 mg/dl and current blood glucose of the patient is 338 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose. The customer state that their was no leak and air bubble in the tubing. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.